Event description:
It was reported that the ventilator turned on but did not cycle with a disc/sense alarm while connected to a patient. The patient was placed on a back-up ventilator. No patient harm reported.